Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for routine follow-up. Upon interrogation, externalized conductors were observed under cinefluoroscopy on the rv lead. At the time of adverse event no action was taken. The patient continued on with the study with no intervention. Lead remains implanted. No further information available.